Manufacturer narrative:
Evaluation of the returned lens was confirmed to be model za9003 as reported. Diopter inspection found that the lens was manufactured per specifications. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted. (B)(4): placeholder.

Event description:
It was reported that the patient underwent an explant of the iol approximately two (2) weeks after it had been implanted due to the diopter not being correct for the patient as noted on the patient's post-operative examination.